Event description:
The customer reported a clenz leak from the manual probe of the coulter lh 750 hematology analyzer. The volume of the leak was about 10 cc and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 6/12/2015 the fse found the probe wipe rinse block was broken. The fse replaced the rinse block, which repaired the leak. The repairs were verified per established procedures. (B)(6).